Manufacturer narrative:
This report is being updated to report corrected information. G3: correct date aware for initial MDR should be 25nov2020.

Manufacturer narrative:
This report is being updated to report new and corrected data. G3: aware date for initial report is corrected to 01dec2020. The date olympus determined this device issue could contribute to a serious injury. Correction and preventative action (CAPA) investigation has been opened to further investigate this issue.

Event description:
Corrected: over a twenty-day period, the customer reported a cluster of eight similar events occurring during endoscopic retrograde cholangiopancreatography (ercp) procedures using an evis exera iii duodenovideoscope with a single use distal cover. These events involved gastrointestinal tissue trauma and/or tissue found in the distal cover following the procedure. These are events are reported in the following: event one: case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. Event two: case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. Event three: case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. Event four: case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. Event five: case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. Event six: case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. Event seven: case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. Event eight: case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. The customer attributes these similar events to cracked caps (maj-2315). Customer reports speaking with the team, and they did report having difficulty in the beginning with cracking the caps. The caps were changed if they were found to be cracked. The customer also reported discovering a few caps were cracked when coming out of the packaging.

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. Physical evaluation of the complaint device reveals: olympus performed a visual inspection on the received condition and was unable to replicate any issues with the video scope; including, deformations or sharp areas. No sharp edges felt on the insertion tube, or bending section tested by running a hand along the outer portion of the described areas. The bending section cover glue is intact, and has no abnormalities. Olympus also attached a single use distal cover to the distal end. The maj-2315 distal cover (lot h0512) was placed on the distal tip, by applying moderate pressure, while pressing down on the center section, and not at an angle. The single use distal cover securely attached to the distal tip, and did not crack at the seam. Again, the distal tip was checked for sharp areas after attaching the cover, but none were noted. After verifying that there were no issues with the single use distal covers, mq removed the cover, without any difficulties. The video scope passed the leak test . For further testing, olympus checked the forceps elevator while in the down position. The video scope was placed into the form jig, and angulated both up and down five times in order to verify the forceps elevator position. The forceps elevator was slightly raised, but not beyond the c-body. The angles (up/down) were continuously manipulated after verification of the initial testing, and again, there was no change in the position of the forceps elevator. The IFU cautions the following in regards to the single use distal cover; -"never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges." -"push the center on the top of the single use distal cover. Otherwise, it may cause the break of the portion on the single use distal cover such as the tear off line." This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope, a tissue strand from the lining of the esophagus was found behind the elevator and inside the distal tip of the disposable cap at the end of the case. No medical or surgical intervention was required as a result of this occurrence. The patient was discharged home post-procedure as planned.

Manufacturer narrative:
This report is being updated to provide investigation results. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. Conclusion: the definitive cause of the reported event could not be established. Based on the information obtained during the investigation of the issue, the following probable causes are presumed: 1. The user operates suction while distal end opening space was near the surface of mucosa, which causes the mucosa to be sucked into distal cover. When the user tried to remove scope in this situation, the mucosa is damaged by the edge of the distal cover. 2. Distal cover cracks at tear-off line by inappropriate attachment of distal cover to scope. When pressing the distal end to surface of mucosa in this situation, the mucosa gets caught in the cracked cover and damaged, even though suction is not operated.